Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 07/06/2024, the patient¿s cgm was reading 400 mg/dl. No bg meter comparison was taken at this time. The patient self-treated with 8 units of insulin. At an unspecified time later, the patient began experiencing neck and chest pain (which felt like a heart attack) and a ¿mental breakdown¿. The patient then became unconscious. The patient¿s son called emergency medical services. Once ems arrived, the patient¿s cgm was reading 170 mg/dl and the bg meter was reading 31 mg/dl. The patient can not recall what medication ems provided to her. She was then transported to the ER. At the ER, she was treated with morphine and unspecified IV fluids. The patient was discharged home after approximately 10 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.